Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary diagnosis procedure was performed when the incident happened. The procedure was procedure was completed as normal. The philips remote service engineer (rse) inspected the system remotely and confirmed that free disk space is too low, ippc failed to boot up. Rse identified problem in the hospital's electrical which causing inappropriate shutdown of equipment. Rse recreated and checked the database and verified image store. After recreating the image store, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that free disk space is too low, ippc failed to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.